Event description:
The pt reported an elevated blood glucose reading of "hi" with his target range being 70-80 mg/dl during the day and 150 mg/dl at night. To troubleshoot, the pt was instructed to disconnect from his insulin infusion device and bolus insulin out of the tubing which he successfully did. The pt stated he is currently ill and is experiencing pain in his neck. On follow up, the pt said his last reading was 154 mg/dl. He stated he is having tests done, including a cat scan, for his head and neck aches and a cough that will not go away. He has also been given a new medication and some of his current medication has been increased. He said he has had increased anxiety. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.